Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, customer was using an insulin pen to load cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 124 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should only use the syringes and needle tips that come with your t:slim x2 cartridges.